Manufacturer narrative:
Batch review performed on september 2022: lot 154158: (B)(4) items manufactured and released on 23-nov-2015. Expiration date: 2020-11-07. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review. Additional components involved: ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot. 152601: (B)(4) items manufactured and released on 13-oct-2015. Expiration date: 2020-09-30. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review. Liner: versafitcup dm 01.26.2852mhc double mobility hc liner ø 52/28 (k092265) lot. 153655: (B)(4) items manufactured and released on 22-oct-2015. Expiration date: 2020-10-07. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review. Stem: amistem h 01.18.131 ha coated std stem size 1 (k0939449) lot. 152543: (B)(4) items manufactured and released on 23-sept-2015. Expiration date: 2020-09-01. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 6 years and 9 months post primary the surgeon performed a washout and revised all components and the surgery was completed successfully.